Event description:
Customer reported ongoing intermittent low blood glucoses, with the specific cause of the low glucose level remaining unknown. The lowest recorded level was unspecified, simply indicated as "low." The customer managed the situation by consuming carbohydrates. For a resolution, technical support advised the customer to consult a healthcare professional to explore potential factors affecting blood glucose levels.